Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member of a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Caller stated had difficulty pairing and that the phone shows "device not found. Patient services reviewed communicator usage, and caller didn't seem to be familiar with the communicator. Caller stated patient can't control the number at all because it won't connect. Patient wasn't in the mood to troubleshoot over the phone, so patient services reviewed communicator, paired it with phone, and then reviewed how it syncs with ins and also is recently implant and the site is still healing. There was no symptom reported. Caller will try with communicator with pt later and call back if she needs assistance. Additional information was received. The patient called in response to the letter we sent. They stated the thing was not working, they hadn't had 2 decent nights. They stated they had, in fact, only had 1 night where they did not have to pee. It didn't work at all. They didn't have a problem during the day. They had called and tried to adjust it with the person who helps them with adjusting because they couldn't reach on their own. They had tried everything and nothing worked. It has not been a success in their book. No further complications were reported or anticipated.